Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085024) on 28-mar-2019. The most recent information was received on 04-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("one essure broke on insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, disability, medically significant and intervention required), pelvic pain ("pelvic pain chronic often delibilitating pelvic pain"), food allergy ("food sensitivities/ allergies"), menstruation irregular ("irregular periods"), menorrhagia ("heavy periods"), amenorrhoea ("absent periods"), hair disorder ("hair changes"), headache ("headaches"), allergy to metals ("sensitivity to metals") and tooth disorder ("dental changes"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, food allergy, menstruation irregular, menorrhagia, amenorrhoea, hair disorder, headache, allergy to metals and tooth disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, amenorrhoea, device breakage, food allergy, hair disorder, headache, menorrhagia, menstruation irregular, pelvic pain and tooth disorder with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-apr-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5085024) on 28-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("one essure broke on insertion") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization, disability, medically significant and intervention required), pelvic pain ("pelvic pain chronic often debilitating pelvic pain"), food allergy ("food sensitivities/ allergies"), menstruation irregular ("irregular periods"), menorrhagia ("heavy periods"), amenorrhoea ("absent periods"), hair disorder ("hair changes"), headache ("headaches"), allergy to metals ("sensitivity to metals") and tooth disorder ("dental changes"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the device breakage, pelvic pain, food allergy, menstruation irregular, menorrhagia, amenorrhoea, hair disorder, headache, allergy to metals and tooth disorder outcome was unknown. The reporter provided no causality assessment for allergy to metals, amenorrhoea, device breakage, food allergy, hair disorder, headache, menorrhagia, menstruation irregular, pelvic pain and tooth disorder with essure. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.